Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by yellow pd effluent containing a lot of fibrin. The cause of the peritonitis was unknown, however, further described as "probably due to patient carelessness." On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unknown antibiotics for the peritonitis event (routes, doses, frequencies, and durations were not reported). On unknown date(s), pd therapy was discontinued, the patient's pd catheter was removed and the patient was switched to in-center hemodialysis (hd). Therefore, the patient was not retrained on proper aseptic technique. At the time of this report, the patient was still performing in-center hemodialysis (hd) for the next three months with the hopes of returning to pd therapy on an unspecified future date. It was reported that the patient feels very weak after hd therapy and now requires a walker to ambulate after the hd therapy. Additionally, it was reported that the patient just "feels bad" at the time of this report, the patient is still recovering from the peritonitis event. No additional information is available.